Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. Final analysis found the complete lead was returned in one piece and was measured at 52.0 cm. External insulation abrasion was found at 18.8 cm ¿ 19.2 cm from the connector pin. The insulation abrasion breached the outer insulation and exposed the outer coil. The damage was consistent with friction to the device can. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.